Event description:
It was reported that the foley catheter had occlusion.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had occlusion.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed as manufacturing related. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual: received 1 all silicone foley catheter with syringe. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Dissected the balloon and the notch was perforated. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. This does not meet the specification which states "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". No actions can be taken at this time since a root cause was not identified. DHR was not required as the CAPA 11881143 is applicable for this product lot number. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had occlusion.